Event description:
It was reported the parkinson¿s disease ¿patient¿s legs felt weak and she felt dizzy¿ since (B)(6) 2015. Eight days after initial report, the patient was reprogrammed and her ¿symptoms improved.¿ the patient was ¿well¿ as of ten days after initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).